Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and reservoir does not lock in. The device was missing the o-ring from the reservoir compartment. The device had minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had physical damage. It was on the casing near the reservoir compartment, the o-ring is popping out and she was unable to put it back in. She also stated the reservoir wouldn't lock in the insulin pump. Her blood glucose was 230 mg/dl. Customer stated the damage to the o-ring might have occurred the last time the customer removed the reservoir. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.